Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to external factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on bending tube, the joint section between bending tube and distal end is not secured. Forceps channel port is shaved. Connecting tube has a wrinkle. Bending tube has a dent. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Connecting tube has a wrinkle. Video connector case has a scratch. Video connector has a scratch. Light guide connector has a scratch. Light guide-cover glass has a scratch. Video cable has a scratch. Up/down plate has a scratch. Angulation lever has a scratch. Grip has a scratch. Scope-cover has a scratch. Switch box has a scratch. Control unit has a scratch. Image guide protector has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that the cysto-nephro videoscope at the joint section between the bending tube and distal end was not secured. The issue was found during receipt inspection at the olympus repair center. Inspection and testing of the returned device found forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.